Manufacturer narrative:
One 75 mm tacticath quartz contact force ablation catheter was received for evaluation. Optical fibers 1-3 no longer met specifications for optical properties and no contact force was displayed when the catheter was connected to the tactisys quartz unit. The device did not meet specifications during a shaft leak test and an irrigation leak test. Additionally, multiple short circuits were detected. Further investigation revealed the pi irrigation tubing had been fractured at the distal end of the catheter, consistent with the failed shaft leak and irrigation leak tests, fluid ingress, the observed short circuits, and a loss of contact force during the procedure.

Event description:
This report is to advise of an event observed during analysis confirming short circuits and fluid leak.